Event description:
The user facility reported to terumo cardiovascular systems that prior to endoscopic vein harvesting, during set-up, the endoscope displayed a blurry image. The product was changed out. There was no pt involvement as this occurred during set-up. The surgery was completed successfully.

Manufacturer narrative:
Terumo received the actual device; upon evaluation, the complaint was confirmed. During the evaluation, it was also noted that the internal lens was broken which resulted in a blurry visual field. Visual inspection revealed noticeable dents near the distal end of the endoscope. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4).